Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, but the pump did not turn back on. A replacement pump with updated software was sent to the customer. The caller was instructed to use multiple daily injections as backup therapy, ensure logs upload via the mobile app, program settings, and connect their cgm to the new pump. The customer acknowledged all instructions and will return the problematic pump within ten days using the provided return box and pre-paid label.